Manufacturer narrative:
Additional information was received that the patient did not feel stimulation on the right side. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced.